Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous right anterior tibial artery. On the second inflation the sterling es mr 1.5mm x 20mm x 143cm balloon was inflated and ruptured. It is unknown to what atmospheres the balloon was inflated. The procedure was completed with a different device. The patient status is listed as good with no complications reported.